Manufacturer narrative:
The device was received and evaluated. The returned equipment was maj-1444 and the serial number was unknown. Visual inspection for device appearance performed and confirmed that the packing had cracks. It was confirmed that the air supply and water supply did not come out. No blood adherence or lumps could be confirmed on this product. When connected and operated according to the instruction manual, there are no abnormalities other than clogged nozzle. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during pre-inspection (preparation for use), the air/supply and water supply was found clogged and cannot be used. When the injection tube was connected and the liquid was injected in with a syringe, a sludge worm-like mass came out from inside the nozzle. The nozzle clogged and unable to unclogged. The scope was then isolated. Loaner was provided. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient (B)(6) (gf-uct260 scope with clogged nozzle) and (B)(6) valve (maj-1444). This report is for this air/water valve (maj-1444) ( 2 of 2 maj-1444) that were potentially used with gf-uct260 reported under patient (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the button was not airtight, and the nozzle was negatively pressurized by the increased pressure, causing blood to be aspirated during the inspection and to clot. Although the cause of the crack in the packing could not be determined, it is presumed the handling by the user might have contributed to the event. The event can be prevented by following the instructions for use (IFU) which state: 3.3 preparation and inspection of accessories: inspection of air supply / water supply button and suction button ¿visually check that all button holes are free of foreign material (see figures 3.7 and 3.8).¿ ¿visually check that all buttons are free of deformation and cracks (see figures 3.7 and 3.8).¿ ¿visually check that the valve and packing of the air supply and water supply buttons are not cut and scratched (see fig. 3.8)." Olympus will continue to monitor field performance for this device.